Event description:
This is one of several recurring kinked tubing events. A parancentesis tray was opened before the procedure and part of the tubing was kinked. Lot # t1369486. Another tray was opened and used during the procedure. Vendor is (B)(4). It does not appear that this lot was previously reported to medsun.